Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a vessel in the left leg. A 014/300 platinum plus¿ guide wire was advanced to cross the lesion. However, during the procedure, the tip of the wire sheared off. The detached tip was not retrieved. Fluoroscopy revealed that the tip was lodged in the calcified tibial artery and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the visual inspection was performed. The device returned without its spring tip. The device returned was measured at three section using the micrometer. All the outer dimensions were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a vessel in the left leg. A 014/300 platinum plus¿ guide wire was advanced to cross the lesion. However, during the procedure, the tip of the wire sheared off. The detached tip was not retrieved. Fluoroscopy revealed that the tip was lodged in the calcified tibial artery and the procedure was completed. No further patient complications were reported and the patient's status was fine.